Event description:
As stated in literature article, a pt underwent open repair of a 5cm aaa with a 16 x 8mm bifurcated gore-tex stretch vascular graft, with re-implantation of the left renal artery. Five years later he returned with severe abdominal pain radiating through to the back and the scrotum. This had followed maneuvers by a chiropractor for treatment of the chronic back pain. A laparotomy was performed that revealed a large amount of semisolid, rubbery gelatinous material and a small amount of straw-colored fluid. The sac was fully evacuated and closed with imbricating sutures. The pt was symptom free at 1 month f/u.

Manufacturer narrative:
Event info was obtained from the following article: thoo ch, bourke bm, may j. Symptomatic sac enlargement and rupture due to seroma after open abdominal aortic aneurysm repair with polytetrafluoroethylene graft: implications for endovascular repair and endotension. J vasc surg 2004;40:1089-94.